Event description:
A peritoneal dialysis patient reported being hospitalized with peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and results remain unknown. The patient was diagnosed with peritonitis due to nonadherence to aseptic technique during ccpd therapy utilizing the cycler at home. Upon the outpatient clinic¿s infection follow up with the patient, it was determined the patient does not wear a mask and infrequently washed his hands prior to pd setup. The patient was prescribed intraperitoneal vancomycin at 2000 mg for three doses. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any product(s) or device(s). The patient recovered from this event and remains asymptomatic in response to antibiotic therapy. The patient continues ccpd therapy on the same cycler at home post-discharge.